Manufacturer narrative:
The device manufacturer date is not known . The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: anchor broke during procedure. Probable root cause: - design - anchor design does not effectively retain suture - manufacturing - anchor not manufactured to specification - application - patient non-compliance - wrong suture type used. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the small wire that was inside the suture anchor had broke and not come out of the anchor completely. Revision surgery was necessary to correct.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the small wire that was inside the suture anchor had broke and not come out of the anchor completely. Revision surgery was necessary to correct.